Event description:
Reportable based on device analysis completed on 27-aug-2018, it was reported that crossing difficulties were encountered. The target lesion was located in the left main coronary artery. A 4.00x28mm promus element stent was advanced, but failed to cross. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A promus element,mr,ous 4.00x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found that the stent was separated from the delivery system and was damaged. Damage was noted across the entire stent with stent struts stretched. The balloon was reviewed and the balloon folds were open and relaxed. It appeared that the balloon may have been inflated and deflated. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.